Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The left plunger case was broken. Force sensor test was found in the event history log (ehl). The reported problem was duplicated at power up and the device failed force sensor reading; it was caused by the broken left plunger case, broken screw boss in left plunger case which was causing the force sensor out of calibration. The root cause of the issue was deemed to be a result of the customer's impact to the device; the pump been dropped or mishandled by customer. Action(s) taken to mitigate the reported issue(s): replaced left plunger case, performed force sensor calibration and all functional testing passed.

Event description:
It was reported that a pump had an error message (force sensor test error). No patient injury was reported.